Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, coughing. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, coughing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In previous report respiratory tract infection in patient outcome code grid captured incorrectly. It is corrected as blank.

Manufacturer narrative:
In previous report, the reporter incorrectly captured. It is corrected in this report, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, coughing. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.